Event description:
It was reported that during a two-level kyphoplasty procedure to treat compression fractures, a balloon was placed down the cannula and inflated when the balloon ruptured. The surgeon then deflated the balloon and pulled the balloon out of the patient/cannula. As the surgeon pulled the balloon out of the working canula, a radiopaque marker remained lodged inside the vertebral body/patient. The surgeon attempted to pull the marker out by using a syringe at the end of a bone filler device and was unsuccessful.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.